Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose was 450 mg/dl. The customer stated that his blood glucose was due to the suspension of the basal rate for an extended period of time as well as his breakfast. The customer also stated that he received the change sensor alert and that he could not calibrate the sensor properly. The customer declined troubleshooting as he was not having any issues with the sensor at the time of the call. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.